Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion behavior. The estimated battery longevity was showing 3.5 years remaining, which previously showed 14 years remaining, approximately 13 months prior. The power consumption was at 234% usage. A copy of device memory was saved and submitted to technical services (ts) for review of device data. The diagnostic data confirmed premature battery depletion. A ts consultant discussed that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Additionally, the review showed that the current battery estimate of 3.5 years is inaccurate. Due to this anomaly, ts recommended to either perform another battery check via latitude (remote monitoring system) in another 80 days, or to replace this device. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.